Event description:
It was reported that two days after an implant the pt fell off the bed. It took him six hours to reach the phone for help. Since the fall the pt's whole body was weak. It was also reported that the pt was unable to walk unless he was on a flat surface or he would fall. The pump was used to deliver dilaudid and "some other medication". It was reported that the hcp decreased the pump medication by 70% since the pt fell. It was also reported that the hcp mentioned that the pt had a stroke. It was unk if any device troubleshooting was performed. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.